Manufacturer narrative:
Investigation summary: the investigation has been completed. No product was returned. Asystole, heart block: the root cause of the injury was unable to be determined due to insufficient clinical details. Arrhythmia: in order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device in wrong position (positioning issue): the cause of the positioning issue was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Event description:
The user facility reported that there was asystole, heart block, arrhythmia, and positioning issues during impella 5.5 patient support. While on support, the patient went into asystole and then heart block. Amiodarone was discontinued and atropine was started. The patient experienced a ventricular tachycardia episode and a shock was administered. The patient was converted back to normal sinus rhythm. An echocardiogram was completed and found the impella was too deep. It was pulled back from 42 centimeters to 41 centimeters.